Manufacturer narrative:
We have started an investigation to see if we can get any used device back for testing and a copy of the death certificate has been requested. Pending further investigation. A follow up will be submitted no later than 01/06/2015.

Event description:
On (B)(6) 2014 my son had a pump that he was wearing at the time of his death. Medtronic shipping/receiving supervisor (B)(6) indicated the pump was returned to medtronic with the reservoir and infusion set intact.